Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl. Customer was not able to clear the alarm and did not recall any significant events leading to the alarm. Customer was advised that the insulin pump will be returned and need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.